Event description:
It was reported that the pump battery was unresponsive. There was no adverse impact to customer¿s blood glucose level. The customer has no backup currently available. Caller will reach out to hcp.